Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time.

Event description:
Health professional reported left side "intracapsular rupture" and creases. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified deformation and fold creases. A weight test of the device was verified and the device was within specification. Cloudiness and bubbles were observed after autoclave disinfection process in the gel. Based on the device analysis the final assessment is: - no openings on the device or issues related with the complaint (rupture). -creases/folding of implant condition was observed, nevertheless is not related to the manufacturing process.

Event description:
The device has been explanted.